Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the immpella cp with smart assist catheter section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. The physician noted resistance and fluoro revealed a kink in the sheath in the tortuous iliac. Cp insertion was aborted and the doctor elected to attempt implant by lateral circumflex femoral artery (lcfa). However, the sheath would not advance through the iliac. The doctor changed to a different size sheath with struggle to insert it. It was reported that lcfa access was closed with perclose. Consistent ooze was noted and fem-stop was placed with manual pressure. In addition, while on support, it was reported that the patient was having some rhythm changes and complete heart block so a temporary pacer was placed. It was also reported that patient experienced a right leg thrombus. The patient continued on support until the device was successfully weaned and explanted.